Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for an unrelated alarm, a home patient (hp) reported air in the patient line. A technical service representative (tsr) instructed the hp to restart therapy using new supplies or perform a manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.